Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6: imdrf device code a050401 captures the reportable event of the a/w valve leak.

Event description:
It was reported to boston scientific corporation that an orcapod was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus and stomach performed on (B)(6) 2025. During the procedure, the physician noted that the insufflation was inadequate and observed water leakage from the air/water button. There were no patient complications reported as a result of this event.